Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is an initial + final combined report with investigation findings included below. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. Based on the complaint investigation, the root cause for this event is indeterminable. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system.

Event description:
Edwards received notification of an evoque in tricuspid position where the patient received an evoque valve in an intended position. After the valve implantation, the safari wire was pulled back together with the delivery system and the curl tip of the wire was caught between the valve and the ventricular wall. Right after, the patient developed an av (atrioventricular) block and temporary pacing was immediately started with the safari. The delivery system was removed, and the safari was retrieved using a pigtail catheter. At this moment, own sinus rhythm returned, and the patient left the operating room (or). After leaving the or, the av block recurred and temporary pacing was initiated again. The temporary pacemaker was retrieved on postoperative day (pod) 2. On pod 7, the patient was discharged and there is no device malfunction or deficiency reported.